Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the lcd color display. The lcd color display was replaced to resolve the report and this device was returned to inventory. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.